Manufacturer narrative:
Immucor technical support used a remote electronic connection method to connect to the testing instrument test wells on (B)(6) 2016. The test wells in question visually appeared negative. The immucor laboratory tested retention product on (B)(6) 2016 which performed as expected. A blood sample was sent from the customer site to the immucor laboratory for assessment, and it was tested by the immucor laboratory on (B)(6) 2016. Immucor testing of this blood sample yielded the expected positive outcomes, therefore the immucor laboratory was unable to reproduce the customer observations. An immucor field service engineer visited the customer site to assess the testing instrument on (B)(6) 2016 and found the instrument operating as expected.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.